Manufacturer narrative:
Service was not sent to the customer's location for this event. The cause of the ca control failure seems to be a loose thumb screw on the syringe. The customer tightened the thumb screw on the syringe to resolve the reported issue. The customer has not reported any further issues with the instrument. (B)(4).

Event description:
The customer reported ca quality controls failing for bilirubin. The customer was getting false negative control results. There were no erroneous results generated or reported out of the lab.